Event description:
When insert was impacted, it did not seat properly and was "proud" on one side. An osteotome was used to remove it, and a 15 degree insert was used to replace it since another 10 degree was not available. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results, although perhaps inconclusive in the absence of the event shell, could not verify the reported complaint and suggest that this event is not device realted but rather is associated with intra-operative technique.